Event description:
According to the information received, image was not clear/blurry. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The customer's statement image was not clear/blurry cannot be confirmed. Upon examination of the optics in relation to the customer's description, no damage or impairment in terms of negative imaging could be detected. The image is clear, sharp, and distinct. The optics comply with the currently valid specifications. No further measures will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).